Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review due to 0.0 flow. The system controller was exchanged. Following review of the submitted log files, it appeared that the event log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. It appeared that the external mechanical circulatory support (mcs) equipment was not the cause of the event. Additional log files were submitted following the system controller exchange. The left ventricular assist device (lvad) event log file data captured significant increased rotor displacement values during the times of the low flow events on the previous system controller. Since the system controller exchange, the rotor displacement vales returned to their previous values. It appeared from the data that there may have been an obstruction within the blood flow path. It was later reported that the patient was not experiencing hypovolemia or hypertension, but experienced syncope at the time of the low flows. The patient's vital signs and labs were within normal limits. The cause of the low flow alarms was not identified; however, the system controller exchange resolved the low flows. The patient underwent a pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of a decrease in flow to 0 liters per minute, as well as left ventricular assist device (lvad) fault flags that appeared consistent with material such as a thrombus being ingested into the pump and contacting the rotor. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported syncope could not be conclusively determined through this evaluation. The submitted controller event log files captured low flow events, including a low flow alarm that activated on 23jul2025 and did not resolve prior to the driveline being disconnected for the reported controller exchange on 24jul2025. During this timeframe, estimated flow ranged from 0.0-2.0 lpm, and the lvad log files captured elevated rotor displacement and rotor noise values, including rotor noise flags. The observed events appeared consistent with a material such as a thrombus being ingested into the pump and contacting the rotor. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document rev d, and the heartmate 3 lvas patient handbook, document, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.